Event description:
Materials manager called to report that an IV set, "came apart below the safety clamp and above the slide clamp" and IV fluid leaked all over the floor while on a patient during transport. The IV tubing was tied off until the patient got to his room. There was no patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.